Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and a blank display anomaly. Customer advised the blank display anomaly issue was resolved after changing the battery however the unexpected restart alarm remained unresolved. The customer stated that the issue recurred after completing the rewind process and changing the batteries on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to verify a21 error or perform operating currents, self test, a21 error test, rewind test and displacement test due to blank display.